Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that her patient programmer (pp) was not working properly. Since (B)(6) 2016 the programmer did not adjust her stimulation. Also, (B)(6) 2016; when she stood, she suddenly got a feeling of a huge gas bubble that went in her butt and made her jump. She noted it was not the stim, it was just an air/gas bubble. The patient tried adjusting the device but the programmer did not adjust it at all and did not change programs. The patient went to her health care professional (hcp); they tested her device and adjusted it with their machine. The hcp made an appointment for the patient to meet the manufacturers' representative (rep). The hcp noted that the pp was not working. Patient services troubleshooted the pp and the patient connected. It showed the therapy screen, ins was on, program 1 at 2.8v. When the patient tried increasing, it showed the sync screen again. Patient synced and it showed 1.8v and the patient felt stim. The programmer changed voltage numbers and programs on its own. The patient did not press the minus button and requested a replacement. This was noted to be sudden. Additional information from the consumer reported that a change to the device programming led to the gas bubble feeling. The programmer did not go to the next program to be updated. The step taken to resolve the issue was that the nurse turned it off and told the patient to call the manufacturer. The replacement programmer resolved the stim adjustment issues. The patient went back to the doctor's and they reprogrammed all 4 programs for her. It worked better than the first programmer. The patient was impressed with the help she got. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted and the event was updated with additional information. If further information is received, a follow up report will be sent.